Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during an esophageal stent placement procedure performed on an unknown date (reportedly 5 weeks prior to (B)(6) 2014). According to the complainant, the stent was placed to treat a stricture 4-5 cm distal to the cricopharyngeal muscle in the proximal esophagus due to a squamous cell carcinoma. On (B)(6) 2014, the patient returned to the hospital due to vomiting of blood. On (B)(6) 2014, the physician performed an esophagealgastroduodenoscopy( egd) and noticed tissue ingrowth and blood through the stent cover. The tumor appeared to have grown in different locations through the silicone covering of the fully covered stent. A CT scan and bronchoscopy procedure were also performed. A fistula was noted 1-2cm below the proximal part of the stent. Reportedly, the stent remains implanted and the patient will be sent to different facility for tumor growth management. The patient condition at the conclusion of the procedure was reported to be stable

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.